Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, it was reported that the cylinders were not inflating when the pump was depressed. The device was damaged to facilitate explant, each cut on the cylinder exhaust tubings. A hole was denoted on one cylinder exhaust tubing between the pump and cylinder.

Manufacturer narrative:
This follow-up MDR is created to document the implant date, and evaluation of the returned device. A titan otr, two cylinders, reservoir and detached inlet tube were received for evaluation. Examination and testing of the returned components revealed partial separations surrounded by abrasion in the longer exhaust tube and inlet tube of the pump. Testing revealed these are not sites of leakage. Abrasion was noted on the shorter exhaust tube of the pump. A separation was noted in the bladder of cylinder 1. Testing confirmed this to be a site of leakage. Microscopic examination of the separation revealed the surfaces to have a melted appearance, indicating contact with cauterizing instrumentation. Microscopic examination of the detachment end of the inlet tube of the pump and inlet tube of the reservoir revealed both surfaces to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with the pump, cylinder 2, reservoir or detached inlet tubing. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could most likely contribute to sufficient stress to separate the inlet tube near the reservoir site. A separation of this type could then allow the loss of fluid, making the device inoperable. The information received did not indicate when the separation in the inlet tube may have occurred, but no other failure sites were noted during testing. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.